Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, diabetes mellitus, preceding/simultaneous bone augmentation, pain, swelling (2020_2483 and 2020_2484 are same patient)